Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer had experienced high blood glucose. Customer's blood glucose was 23. 0 mmol/l and 26.3 mmol/l. Customer's current blood glucose was 11.3 mmol/l. The customer did not experience any symptoms such as a result of high blood glucose. The customer was treated with insulin pen. Troubleshooting was done for high blood glucose. Customer had been using insulin pump system within 48 hours of high blood glucose event. Auto mode feature was not used during the time of event. Based on customer report customer did not alleged insulin pump was under delivering. The insulin pump will not be returned for analysis.